Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "informed that the surgeon may have implanted a trial implant from swanson tendon rod consignment tray for a first stage reconstruction. Stryker rep not present at case. Notified of incident on (B)(6), 2026 at 4pm. Directed nurse to notify surgeon of findings. Hospital notified me the following morning (B)(6), 2026 that the surgeon had been made aware that evening."